Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction was found upon fitting. The external components were checked but no problems were found. No accident or trauma was reported. The device has been explanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
Device malfunction was found upon fitting. The external components were checked but no problems were found. No accident or trauma was reported. The device has been explanted.